Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: sex: female. Event attributed to: other. Device single use?: no. Device returned to manufacture: no. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Functional test were performed on ten retention samples including, defects on molding for barrel, plunger rod and/or stopper, breakout and sustaining force, leakage, and plunger rod pull out force. When performing the tests on retention samples to ensure the conformity of the product, these were satisfactory, not presenting any problem in functional test, so the complaint is not confirmed. Additionally, the stopper, barrel, and plunger were inspected upon receipt, evaluating quality characteristics and having consistent results in the sampling. DHR shows the lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use of the bd luer-lok disposable syringe with bd luer-lok tip insulin leaked from the end of the plunger. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip insulin leaked from the end of the plunger. There was no report of exposure, serious injury or medical intervention.